Event description:
It was reported that the patient was unable to run therapy due to out-of-range/high impedance failure. There was no report of patient harm or injury. To address the issue, the reactiv8 system was explanted, as the patient had not been able to run therapy for the past six months but reported getting great relief prior to the device issues. The device was explanted without any complications. The implantable pulse generator ( ipg) and lead assemblies were returned for analysis. The ipg passed the functional testing, and no anomalies were found during the visual inspection. The leads were received in two segments; no functional testing could be performed. A visual inspection confirmed that rounded, fractured coils across all coils cause the out-of-range/high impedance failures. A review of the post-initial implant imaging revealed that the out-of-range issue was due to poor implant technique.

Manufacturer narrative:
(B)(4). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4).